Event description:
It was reported that during a liver resection procedure the surgeon was resecting the liver using a linear stapler. Patient bled from liver side and surgeon could not detect staples on that side of liver although they were evident on the specimen side. Surgeon was experienced with use of linear stapling devices. Patient suffered a massive hemorrhage. Assistance was required to control bleeding with an additional consultant surgeon. Additional consultant anesthetist also summoned from ICU to help access and monitor patient. Massive blood loss protocol activated. One device and one reload will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? Major blood loss. Multiple transfusions nearly 75 units. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient's pre-op hemoglobin and hematocrit? Information not available at the time. What was the patient's post operative hemoglobin and hematocrit? Information not available at the tim. On what tissue type was the device used? At what location on the tissue? Hepatic vein. Was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the "click"? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First ( but can not be sure). During which stroke did the event occur? Firing sequence was complete. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Did the surgeon really see any staples at all on the liver side or were there only a few ? His first reaction was that he could not see or feel any staples on the liver side. If yes, were they unformed , malformed, please describe the shape. What were the patient's pre-op diagnosis, did he/she suffers from cancer? Yes. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? This was not a high risk patient. They had no concerns about surgery before the procedure. What is the age and sex of the patient? Male, (B)(6) 1954. What is the current status of the patient? Patient recovering well.

Manufacturer narrative:
(B)(4). The ec60a instrument was received with no visual non-conformances. The device was loaded with an ecr60w fully fired. Upon further inspection of the reload, the top of the one-piece sled ramps were found damaged. It is possible that the device was attempted to fire on ticker tissue than indicated. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No obvious damage to the cartridge deck, which suggests the cartridge may not have been fired over a hard object. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.